Event description:
Patient reported she has impacted cassettes by recall; 10 cassettes with lot number: 4329615, expiration date unk. Patient states no current problems with infusion but states she did notice a little bit more shortness of breath when getting dressed this morning. Patient stated it was only slight. Author advised to go to emergency room if symptoms worsen. Patient verbally understood. Rph advised patient that pharmacy will be attempting to get courier out in time for patient for next mix. Rph advised patient to go to hospital if replacement not received by 2:30 am or 3 am eastern standard time for observation and/or medication administration. Patient verbally understood. Patient infusing with affected lot at time shortness of breath experienced, unknown if recalled cassette contributed to side effect experienced or if side effects are ongoing. No other questions or concerns. IV remodulin patient mix. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion?, is the infusion life sustaining? Yes; what is the outcome of the event? Ongoing. Reported to cvs/caremark by pt/caregiver.